Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 400 mg/dl. The customer was lethargic, vomiting, sick, sleepy, thirsty, and had flu-like symptoms. The mother stated that the customer experienced three bent cannulas in a row prior to the event. The mother stated that the customer is very lean, muscular and athletic, and can only insert in the back of her arms. Found that the customer may be using the wrong infusion set for her body type, and samples of a different infusion set were sent. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.